Event description:
The patient stated that he received the low cartridge warning (a1), but he did not receive the empty cartridge alarm (e1). He stated that he became aware of his empty cartridge because he "was in the process of changing" it. He stated that his blood glucose was elevated to 210 mg/dl. His normal blood glucose range is 80-120 mg/dl. No symptoms of high blood glucose were reported. The patient stated that he changed the cartridge and bolused "a unit or two" to bring his blood glucose down. While troubleshooting, the patient reviewed the alarm history and did not see an e1, but there were several 04 (occlusion) alarms which are produced when the cartridge is empty. Upon follow up, the patient stated he had gone through another cartridge and he did receive the both a1 and e1 alarm. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.